Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Visual examination revealed a hole in the cuff of the tracheostomy tube. Examination under magnification revealed a v-shaped tear. The fault found could not be attributed to a manufacturing defect.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 2 days in situ. Replacement was required. No incident related medical sequelae was reported.